Event description:
As reported, the 5x150 smart flex self-expanding stent (ses) was inserted into the lesion over the unknown guidewire after gradual expansion with the use of a .035 3x150 and a 5x120 non-cordis balloons. After positioning the stent according to the mark point, the y-valve was loosened by holding the tail handle with the right hand and then withdrawn. The stent was not released after a long period of retraction, and the surgeon judged that this was a quality problem based on previous experience. The surgeon decided to withdraw the stent from the body due to the possibility that it would affect the final positioning and would not be able to release it accurately at the lesion. A 5x120 smart flex was then advanced to the lesion via the guidewire, and after positioning the stent according to the mark point, the stent was successfully released with the same operation as before. There was no reported injury to the patient. An unknown 6f 40cm pre-curved long sheath was used to open the occluded vessel of superficial femoral artery (sfa).

Manufacturer narrative:
As reported, the 5x150 smart flex self-expanding stent (ses) was inserted into the lesion over the unknown guidewire after gradual expansion with the use of a .035 3x150 and a 5x120 non-cordis balloons. After positioning the stent according to the mark point, the y-valve was loosened by holding the tail handle with the right hand and then withdrawn. The stent was not released after a long period of retraction, and the surgeon judged that this was a quality problem based on previous experience. The surgeon decided to withdraw the stent from the body due to the possibility that it would affect the final positioning and would not be able to release it accurately at the lesion. A 5x120 smart flex was then advanced to the lesion via the guidewire, and after positioning the stent according to the mark point, the stent was successfully released with the same operation as before. There was no reported injury to the patient. An unknown 6f 40cm pre-curved long sheath was used to open the occluded vessel of superficial femoral artery (sfa). The device was returned for analysis. A non-sterile ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and was laid flat on a tray to proceed with the product evaluation. The stent is partially deployed. The hemostasis valve is tightly closed. A kink was noticed located approximately 121 cm from the distal tip. No other damages or anomalies were observed on the returned device. Functional testing was attempted, but due to a severe kink in the hypotube, the test could not be completed. The shaft cannot be straightened back to its original manufacturing condition with pliers, which is necessary for the deploying mechanism to function properly. The kink in the device creates high resistance, preventing the hypotube from actuating correctly. For the functional test to be successful, the device must be in its original manufacturing condition without any compromise to the deploying mechanism. To deploy the stent, the inner shaft must move freely within the device. Any kinks or severe damage will prevent the inner shaft from traveling inside the device and applying the necessary push force to deploy the stent from the distal tip. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was confirmed during analysis as the stent was received partially deployed. Additionally, subsequent findings of a kinked condition were also observed. However, the exact causes of these damages cannot be determined. Functional analysis was not possible due to the kinked condition as the inner shaft is unable to move freely in order to simulate deployment. Therefore, based on the information available for review it is likely handling, vessel characteristics, and procedural factors contributed to the events reported by the customer as evidenced by analysis findings. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backer board with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backer board with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touchy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ the information available and the product analysis does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.